Event description:
Boston scientific received information that this left ventricular (lv) lead had no capture and high thresholds. This lv lead has been successfully explanted. No adverse patient effects reported from this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.